Manufacturer narrative:
Approximate age of device ¿ 4 months.  The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on ddmmmyyyy. It was reported that the patient was admitted on (B)(6) 2018 for suspected gastrointestinal bleed. Patient was transfused with 2 unit packed red blood cells (prbc). Esophagogastroduodenoscopy (egd) on (B)(6) 2018 found gastritis but no active bleed. Colonoscopy on (B)(6) 2018 revealed large internal hemorrhoids that were suspected to be source of bleeding. Patient was discharged from hospital on (B)(6) 2018 and resumed coumadin. No additional information was provided.